Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
The keylog was evaluated and it was found that the device powered down four times following use of the nibp function. A customer quality engineer evaluated the logs and confirmed the findings. After replacing the rear case and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause was determined to be to the loose battery pins and grommet damage.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Section 10 of the supplemental medwatch report indicated: the keylog was evaluated and it was found that the device powered down four times following use of the nibp function. A customer quality engineer evaluated the logs and confirmed the findings. After replacing the rear case and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause was determined to be to the loose battery pins and grommet damage. Section 10 of the supplemental report should indicate: the keylog was evaluated and it was found that the device powered down five times following use of the nibp function. A customer quality engineer evaluated the logs and confirmed the findings. A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing the rear case and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause was determined to be to the loose battery pins and grommet damage.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the device electronic data and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.